Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information the reported event could not be confirmed based on limited information received. No product was returned as it remains implanted; visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to the off-label use of the product. As per package insert nexgen cr-flex and lpsflex gender solutions female (gsf), knee femoral components (87-6203-751-01 rev b) warnings, on page 4, under the sterility section user has also been prohibited to use the expired product " inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded." Follow-up letter was relayed to the complainant. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that an expired product had been implanted into a patient. No additional patient consequences were reported.